Event description:
It was reported that during a lar procedure, the device stapled, but did not cut. Consequently, case was converted to colotomy to complete the case with no patient consequence.

Manufacturer narrative:
Info was not provided. Info anticipated, but unavailable at this time.